Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the unistrut was moving. Review of the system log file by fse showed geometry related error. Upon troubleshooting, fse found when the c-arm moves from the extension rails to regular rail there is a gap and the unistrut is moving. Customer fixed the moving unistrut on their own and fse installed longitudinal potmeter assay and performed calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the unistrut component was moving. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.